Event description:
It was reported to boston scientific corporation that a boston scientific rotatable med stiff snare was intended to be used during a procedure in (B)(6) 2026. The staff retrieved a boston scientific rotatable med stiff snare to use in a procedure and noticed a hair on the inside of the package. The packaging was not opened due this issue. The procedure was completed with another boston scientific rotatable med stiff snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a1802 captures the reportable event of device contaminated during manufacture or shipping.